Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade iii-IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, brown particles in the shell, wear abrasion, an opening (curved) on the anterior, and crease fold. The weight of the device was within specification. A microscopic analysis was performed which identified one striated opening on the anterior. Based on the device analysis the final assessment is one striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade iii-IV. Device was explanted.

Event description:
Device was explanted.